Manufacturer narrative:
Customer problem was not duplicated in that the pump "over infusion" issue during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. Investigation found, 'no disposable, high pressure, service due, shifted/corruption date and time' messages were found in the pump's event history logs. Downstream occlusion sensor, and real time clock lithium battery was replaced and software applications were reinstalled.

Event description:
It was reported that cadd legacy pump had over infusion: